Event description:
A pt services representative (psr) of a (B) (6) female pt contacted lifecor customer support while fitting the pt. She stated that she had baselined the pt, but when she went to download the screen was blank and the response buttons were flashing red. She stated that there was no alarm. She removed the battery pack and when she put it back in it would not start the device. She then removed the electrode belt and the device started normally. However, when she connected the electrode belt again the monitor turned back off. Support had the psr replace the electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was defective because there was water in the distribution node. There was corrosion on the board. The electrode belt was repaired. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. No adverse event occurred due to the defective electrode belt. The pt received a replacement electrode belt.